Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by both the foreign user facility and the foreign distributor. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The foreign user facility returned one pt circuit, lot #unk and the total of 22 cap/diaphragm assemblies, lot #0000524318. The carefusion failure analysis lab tech evaluated the pt circuit and the 22 cap/diaphragm assemblies utilizing the pt circuit calibration procedure in the 3100a operator's manual with the following results. Twenty of the cap/diaphragm assemblies passed with no problems. One of the cap/diaphragm assemblies failed due to being assembled incorrectly. The carefusion failure analysis lab tech was unable to determine when this occurred. Once it was reassembled, it passed testing. And one of the cap/diaphragm assemblies failed intermittently. The carefusion failure analysis lab tech was unable to determine the root cause of this intermittent failure. A review of the carefusion complaint system for the past 90 days resulted in zero like failures involving this lot, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was copied from an e-mail received from the distributor in (B)(6) on (B)(6) 2013. "Incident with neonate - pt very ill due to underlying medical condition, when circuit leak occurred due to cap. Neonate pt passed away, (but not directly due to the cap failure). Pt was bagged while trying to find working cap/diaphragm assembly." The following add'l info regarding the event was copied from an e-mail received from a rep of the user facility in (B)(6) on (B)(6) 2013. "I just want to clarify that the neonate did not pass away but was transferred to another hospital." The following add'l info regarding the event was copied from an e-mail received from a rep of the user facility in (B)(6) on (B)(6) 2013. "Neonate was being bagged with feather flex flow inflating bag from biomed and ventilated on babylog from drager." "Here is the sequence of events for the 3100a incident problem: pt circuit calibration procedure was not passing since only able to achieve pressures of 30-32 cm h2o instead of the recommended 39-43 cm h2o troubleshooting: I made sure that the ball of the flow meter was exactly in the middle at 20 ipm. I verified that all connections were secured and no pieces missing. Each cap/diaphragm was replaced one by one before circuit was re-pressurized. Humidification chamber checked for cracks, none was noted. Pt circuit calibration screw was adjusted with no change in pressure as it was being turned (max pressure: 31 cm h2o). [Name removed] was called and asked to bring a new circuit. We both verified the old circuit together, still not passed. We installed the new circuit, using the same cap/diaphragm (each was rechecked and this was second new set being used). Same problem occurred with pressure reading slightly higher 32 cm h2o. Biomed technician ([name removed]) was called to the nicu to help troubleshoot the problem. He stated that his circuit is not able to obtain pressures of 39-43 cm h2o and that we should proceed to the next step, the ventilator performance check. If this step passes we can use it on the baby. The ventilator performance check passed and we proceeded to install the machine on the baby. Once pt was transferred, both ventilator and circuit was troubleshooted by rrt team and biomed and found cap/diaphragm defective. Infant only placed on machine after approval from biomed."